Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced an insulin occlusion alert with blood glucose above 400 mg/dl after a recent meal while using a contact detach infusion set (6 mm, 23 in). Symptoms included hyperglycemia. Outcomes included resolution of the alert and return of glucose to range after the user changed the infusion site. Investigation included telephone troubleshooting, disconnection from the site, fill tubing confirmation of drops, and user education to replace the set. Investigation of this case revealed an infusion-line occlusion that was resolved only after the infusion set change, indicating an infusion set or site issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion at the site.